Event description:
This lead was explanted due to dislodgement while upgrading the patient to a crt-p. Should additional info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The visual analysis demonstrated that the lead's distal part was pulled out of the ring electrode. Blood penetrated the lead. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. The cuttings of the insulation and the deformation of the fixation helix resulted most likely from the explant procedure. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.